Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair was found by the tip of a 3 ml bd luer lok¿ syringe before use. No injury or medical intervention.

Manufacturer narrative:
Results - no samples, including photos, were returned. However, this complaint references a known issue. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Conclusion - CAPA # (B)(4) exists to investigate fm on this machine.